Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. In addition, a competitor device was implanted and used as a temporary pacemaker along with this product. Additional information received from the field representative indicated that this product remained active until was explanted three days later. There were no additional adverse patient effects reported.